Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [04/18/2016]. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported left side "inflammation" and "redness" with a treatment of "applied acrinol poultice;" device remains implanted. Hcp later reported capsular contracture baker grade iii.